Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/09/2018, that on (B)(6) 2018, an unknown potentially reportable sensor issue was reported. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.